Event description:
Foley catheter inserted with no resistance. Balloon inflated 10 cc upon visualizing clear yellow drops of urine. Blood noticed in foley few seconds later. Urethral tear surgically repaired 10/6/98.